Manufacturer narrative:
The company representative evaluated the system. Corrections included resetting the wireless transceiver and server. The system was tested to factory specifications, it functioned normally and was returned to use.

Event description:
The customer reported loss of communication between the panorama telepacks and the panorama central station, resulting in a possible loss of ambulatory telemetry monitoring. No pt injury was reported.